Event description:
Customer reportedly received result of "hi" (>600 mg/dl) on the active s system and 109 mg/dl on professional's device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.